Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) have been returned and are currently under evaluation at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Download fault flags were present, but downloading is a secondary function of the device and does not affect the device's ability to detect and treat a patient. Therapy pad placement faults were observed but only indicate that the therapy pad placement is not ideal. They do not indicate a device malfunction. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: sn (B)(4): 11/19/2015 reuse; electrode belt: sn (B)(4): 1/12/2015 reuse. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was garment removal. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of ten shocks. The patient was conscious and at home at the time of the event. The patient's wife reported that the patient has dementia. It was also reported that the patient may have been removing the lifevest or that it was not fully contacting the patient. The response buttons were not pressed during the event. Garment removal contributed to the false detection. The patient did not seek medical attention and continues wearing the lifevest there was no death or device malfunction associated with the inappropriate defibrillation event.